Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the onset of event, the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the cause of peritonitis was due to improper bowel movement. The patient was admitted in the hospital for approximately five days and was treated with meropenem injection (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered after 15 days from the event. Pd therapy was ongoing. The baxter disposable is no longer a suspect product in the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.